Event description:
It was reported that pt underwent total hip arthroplasty in 1996. Revision procedure was performed in 2001 with high rate of wear identified on the polyethylene surface.

Manufacturer narrative:
As a result of a corrective and preventive action, a retrospective review of the complaint file was reported. During review, a determination was made that the details provided met reporting requirements. The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. Exp date: unk. This report filed october 10, 2008.